Event description:
It was reported that the device was replaced due to a telemetry problem and not being able to obtain consistent measurements with multiple insertions into the header block. Additional information obtained through follow up indicated that the lv lead had unacceptable thresholds and was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.